Event description:
It was reported, there was a catheter revision. It was later reported, the system was being used to deliver fentanyl. No further information was available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).